Manufacturer narrative:
Baxter received the device for evaluation.  A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to operate within specification. Evaluation found the screen was working as intended. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a backlight but with no text during testing in the biomed service. There was no patient involvement. No additional information is available.